Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer stated that he replace the bottle side pressure sensor and he was still getting this error. I explain to the customer that when he replaces a part it is recommended that he runs the pm and if it fails the pm then he would have to run a full calibration. And then run a full pm and this should correct this error. The customer said ok and ended the call. Case resolution: I explain to the customer that when he replaces a part it is recommended that he runs the pm and if it fails the pm then he would have to run a full calibration. And then run a full pm and this should correct this error. The customer said ok and if he has any more problems he would call back, I said ok and the call was ended.